Event description:
The pt tested her blood glucose on the suspect device and it was 179 mg/dl, at 7am. She took 6 units of insulin and ate breakfast. At 12pm, she passed out. The customer was taken to the hosp and her blood glucose was 18 mg/dl. She was hospitalized for 6 days. The pt was using expired test strips.